Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient was getting a "max tdd" warning when no bolus was given. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regard to the history or settings may result in over or under delivery of insulin.